Event description:
It was reported that a dexcom g6 continuous glucose monitoring transmitter failed to pair with an ilet during initial training, and the user was advised to power down a nearby dexcom receiver and move it to another room before restarting the ilet pairing process and communicating the pairing time to the ilet. Symptoms included no clinical effects reported. Outcomes included no impact on health or activities. Investigation included user education and real-time troubleshooting. Investigation of this case revealed that interference from a powered dexcom receiver in proximity was the likely cause preventing successful pairing, and that pairing procedures were reattempted after removing the potential interference. It was concluded that the event was related to pairing interference, and the device functioned as intended after appropriate troubleshooting.